Event description:
The customer reported conflicting results with the ID now covid-19 assay on (B)(6) 2022. The patient initially tested positive with the ID now covid-19 assay. Repeat testing was performed (unknown if the same or new sample) which generated a negative result. No further repeat testing or confirmation testing was performed. Although requested, no additional information was received at the time of reporting.

Manufacturer narrative:
Additional information: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.